Manufacturer narrative:
Evaluation results = device history review found the product met specifications when released for distribution. Analysis: this product was discarded and will not be returned for analysis. The instructions for use state, "do not exceed (-)250 mm hg of suction." Conclusion: no product was returned for analysis; therefore, the cause of this event could not be determined based on concrete analysis. However, based on the information provided, it is likely that user error caused this event, when the suction was increased to 600 mm hg inadvertently, resulting in damage to the patient's ventricle.

Event description:
Medtronic cardiovascular received information that during a case, the suction on this urchin device was inadvertently increased to 600mmhg (way over the labeled 250mmhg). This resulted in a tear in the patient's ventricle. The surgeon sutured the hole in the ventricle, and the medtronic sales representative reported that the patient was doing fine. The product was discarded and would not be returned to medtronic for analysis.